Event description:
On (B) (6) 2009, the sales representative reported that during surgery, the surgeon over torqued the instrument and broke the tip. Additional information received via telephone on 08 jun 2009, the sales representative reported that during surgery, the surgeon was attempting to implant a large screw into the pedicle and the patient had very hard bone. The first driver cracked and broke the tip and so then the surgeon attempted to use the other driver in the kit and the tips broke in the same pattern as if they were using the dorsal height adjuster. The sales representative had another kit in the room for another case and they used the instruments out of that kit to finish the case as intended. The surgeon used a small rod and the all mighty to back out the large screw and implanted a smaller screw in its place. There was a surgical delay of 10 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.